Event description:
It was reported that after 24 hours of iab use, the pump began to experience helium loss alarms. As a result of this, the iab was removed and replaced. There were no pt complications.